Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose around (B)(6) 2018 with blood glucose of 20 mg/dl at the time of the incident. The customer was given intravenous fluids to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer was pregnant at the time of the low. The customer's doctor had changed their insulin pump settings and that would lead to lows on other occasions. There was mention of sensor glucose versus blood glucose differences. The insulin pump will not be returned for analysis.